Event description:
A customer contacted baxter's technical services regarding a system error 2240 / 2367 (air in line) with the homechoice (hc) machine during drain 3 of 4. The technical service representative (tsr) reviewed the alarm log and explained the alarm. The tsr assisted the home patient (hp) to retrieve the cassette and advised the hp to notify the nurse of the alarm. The hp resumed with manual exchanges. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample has been discarded. A 510k number cannot be provided in this report because the product code is unknown at this time.